Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer experienced high blood glucose levels. The customer's blood glucose level was between 300 mg/dl and 400 mg/dl. The customer did not mention how they treated. The customer did not mention any symptoms. The customer has been using the insulin pump system within 48 hours of reported high blood glucose levels. Customer was neither in the emergency room, nor admitted into the hospital as a result of high blood glucose levels. Customer does not allege pump was under delivering. Troubleshooting was completed and customer was advised to change entire set, reservoir and insulin and treat per healthcare professional. Customer was advised to monitor and to call back if further assistance is needed. The insulin pump will not be returned for analysis.